Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they dropped the insulin pump in the toilet and it was not working anymore. Customer stated they received a sudden vibration followed by a blank display immediately after the insulin pump's exposure to moisture. The screen shut off and would not come on. The device was alarming but the screen was not working. They tried a new battery but it did not work. The customer¿s blood glucose level was 430 mg/dl which they corrected with a manual injection. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No beeping noted. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded battery tube and corroded motor home switch.